Event description:
New information received notes that the device was explanted and replaced by a competitive device.

Event description:
It was reported that a notifier alert was delivered indicating that the device have reached maximum charge time. Time out message was cleared upon performing first capacitor reform. A second reform was done and the device produced a popping sound and timed out again. Device was scheduled for replacement, however due to insurance reasons, the patient could not have the procedure performed where his physician practices. No further information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous hv capacitor was found. The cause of the long charge time was an anomalous hv capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.